Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "respiratory infection" is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reports injection with juvéderm® voluma® xc. Patient experienced, ¿severe inflammation, swelling and soreness following a respiratory infection.¿ no additional information provided.